Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the passive planar probe was bent. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: corrected report source from company representative to company representative, foreign, other, and user facility.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Testing found that the support arm marker for the probe was bent as well as a second support arm having a less significant sized bend. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: device lot number provided.